Manufacturer narrative:
D3. Manufacturer address 1, manufacturer city, manufacturer state and manufacturer zip/postal code corrected. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported fistula is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the ams 700 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis. Therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptom of fistula was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was removed and replaced due to a small fistula in the scrotum of the patient. The physician did not believe the fistula was related to the ipp or the implant procedure. No further patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was removed and replaced due to a small fistula in the scrotum of the patient. The physician did not believe the fistula was related to the ipp or the implant procedure. No further patient complications were reported.